Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output, and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device was explanted and replaced due to no output and undefined lead impedance measurements. When the leads were tested through the analyzer, all impedances were within normal parameters. The leads were left in use. No patient complications were reported as a result of this event.